Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead was discovered to have become dislodged days after implant. There was greater than six seconds of asystole and the patients heart rate was noted to have been in the twenties. Subsequently, the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.